Manufacturer narrative:
Our investigation revealed the switch case was cracked and separating, which would cause the internal components to move. The customer taped the switch and continued to use. The spring inside the switch case was displayed causing the trigger to stay on. The pad was also well beyond life expectancy.

Event description:
Pad is staying heated, even after she falls asleep and the lever is up.